Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden spike in pace impedance measurements greater than 3000 ohms. The patient had planned to undergo a magnetic resonance imaging (MRI) procedure, however, technical services (ts) indicated that this system would be non-MRI conditional due to the high impedance measurements. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that the MRI was not performed, and no revision has been scheduled. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden spike in pace impedance measurements greater than 3000 ohms. The patient had planned to undergo a magnetic resonance imaging (MRI) procedure, however, technical services (ts) indicated that this system would be non-MRI conditional due to the high impedance measurements. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden spike in pace impedance measurements greater than 3000 ohms. The patient had planned to undergo a magnetic resonance imaging (MRI) procedure, however, technical services (ts) indicated that this system would be non-MRI conditional due to the high impedance measurements. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that the MRI was not performed, and no revision has been scheduled. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that indicated that this rv lead was explanted and replaced due to exhibiting high capture thresholds and fracture was confirmed via x-ray. This lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.